Event description:
It was reported that: "pt complained of pain. A bone scan detected a "hot" area around the baseplate. The surgeon went in and found the baseplate only to be loose. He replaced the baseplate and insert to a size # 3 scorpio ts baseplate and added a 40 mm cemented stem and put in a 10 mm ts insert with post. The procedure was routine."

Manufacturer narrative:
An eval of the device cannot be performed as the pt wanted the device and the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.